Manufacturer narrative:
Lot 17g024 was manufactured july 17, 2017 - july 19, 2017. One actual folfusor was received at the for evaluation. Visual inspection on the returned unit via the naked eye showed no signs of blockage or physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed on the sample. The flow rates were found to be within the product specification range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an over-infusion with a small volume folfusor. It was specified that the pump was empty after 24 hours instead of the expected 48 hours. The folfusor was filled with 4800mg of 5fu and diluted with nacl 0.9%. The fill volume was 98ml. There was no patient injury or medical intervention associated with this event. No additional information is available.